Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. As it was stated, during surgery, touchscreen of the remote control stopped working and turned black. According to the customer, the handcontrol went to deepsleep. The movement of the table was not possible with the affected device and the staff used override panel as a temporary solution. The issue resulted in approximately 3-5 minutes delay in surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). H3 : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. As it was stated, during surgery, touchscreen of the remote control stopped working and turned black. According to the customer, the handcontrol went to deepsleep. The movement of the table was not possible with the affected device and the staff used override panel as a temporary solution. The issue resulted in approximately 3-5 minutes delay in surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA 2024-001 and decided to perform fsca that is in the planning phase. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 unique identifier (UDI) # and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 7th june 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. As it was stated, during surgery, touchscreen of the remote control stopped working and turned black. According to the customer, the handcontrol went to deepsleep. The movement of the table was not possible with the affected device and the staff used override panel as a temporary solution. The issue resulted in approximately 3-5 minutes delay in surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. Corrected b5 describe event or problem: on 7th june 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. As it was stated, during surgery, touchscreen of the remote control stopped working and turned black. According to the customer, the handcontrol went to deepsleep. The movement of the table was not possible with the affected device and the staff used override panel as a temporary solution. The issue resulted in approximately 3-5 minutes delay in surgery on the anesthetized patient. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous d1 brand name: universal remote control. Corrected d1 brand name: universal remote device. Previous d4 catalog #: 100925a0. Corrected d4 catalog #: n/a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h6 component codes: electrical and magnetic/user input device/touchscreen/4764. Electrical and magnetic/transmitter//3141. Corrected h6 component codes: mechanical/controller//765. Electrical and magnetic/computer software//4707.

Event description:
On 7th june 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. As it was stated, during surgery, touchscreen of the remote control stopped working and turned black. According to the customer, the handcontrol went to deepsleep. The movement of the table was not possible with the affected device and the staff used override panel as a temporary solution. The issue resulted in approximately 3-5 minutes delay in surgery on the anesthetized patient. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of h6 investigation conclusions and h11 additional manufacturer narrative fields deems required. This is based on the internal evaluation and additional information that has been received. Previous h6 investigation conclusions: inadequate software design. /4318. Corrected h6 investigation conclusions: cause traced to device design//12. Previous h11 additional manufacturer narrative: getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. As it was stated, during surgery, touchscreen of the remote control stopped working and turned black. According to the customer, the handcontrol went to deepsleep. The movement of the table was not possible with the affected device and the staff used override panel as a temporary solution. The issue resulted in approximately 3-5 minutes delay in surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA 2024-001 and decided to perform fsca that is in the planning phase. Corrected h11 additional manufacturer narrative: getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. As it was stated, during surgery, touchscreen of the remote control stopped working and turned black. According to the customer, the handcontrol went to deepsleep. The movement of the table was not possible with the affected device and the staff used override panel as a temporary solution. The issue resulted in approximately 3-5 minutes delay in surgery on the anesthetized patient. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA and fsca 2024-001.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial #, d4 unique identifier (UDI) #, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: (B)(4). Corrected d4 unique identifier (UDI) #:(B)(4). Previous h4 device manufacture date: 02/01/2021. Corrected h4 device manufacture date: 01/14/2021.